Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The real time operating system board, the general purpose operating system board, the coin battery, and the uninterrupted supply were replaced. The system was tested and operates as intended.